Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01092 and 3005099803-2015-01093 for the other associated device information. It was reported to boston scientific corporation that two hydratome¿ rx 44 were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was attempting to use a hydratome¿ rx 44 device for a sphincterotomy; however, it was noted that it was not able to release from its "bowed" position. This device was removed from the scope and was then exchanged with a second hydratome¿ rx 44 but same issue occurred. Reportedly, both devices were tested beforehand and there were no damages found out when removed from the packaging. The procedure was completed with a third hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.